Event description:
It was reported that during a recanalization procedure, the crosser catheter stuck with sidekick support catheter. It was further reported that both catheter had to be removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter loaded unto a sidekick support catheter was returned for evaluation. Device appeared to have blood residue. No kinks noted to the crosser catheter, no anomalies noted to transducer handle, saline hub. The crosser catheter was attempted to be removed from the support catheter, but was encountered with resistance. The support catheter was cut at the distal end near the distal tip of the catheter. This allowed the crosser catheter to be removed from the support catheter. It was noted there was material separation from the distal tip from the outer catheter. No other testing was performed. Therefore, the investigation is confirmed for the alleged device-device incompatibility and material separation issues as resistance noted when attempted to remove crosser catheter from support catheter and also a material separation noted in the distal tip of the crosser catheter. A definitive root cause for the alleged device-device incompatibility and material separation issues could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 10/2021).

Event description:
It was reported that during a recanalization procedure, the crosser catheter stuck with sidekick support catheter. It was further reported that both catheter had to be removed. There was no reported patient injury.